Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided

Event description:
It was reported the implantable cardioverter defibrillator of an asymptomatic patient with a history of low p-waves which decrease even further in atrial fibrillation (af) exhibited under sensing of af resulting in loss of atrial capture. Programming changes were discussed, no intervention was reported.